Event description:
Additional information received indicated that this event was found during preventive maintenance. No patient was involved.

Manufacturer narrative:
Other, other text: device evaluation a sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals intact, and a cracked plunger case and chipped out ear clip. A review of the pump event history log found check clutch plunger level in the history. An occlusion test was performed and check clutch plunger level error was found during testing. The root cause of the reported problem was a combination of a lead screw and both clutch halves slipping and popping due to normal wear. To resolve the problem, the lead screw and both clutch halves were replaced. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information b5, h3 and h6., corrected data: correction d1.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited error for check plunger lever. No adverse effects were reported.